Event description:
Pump declared an altitude alarm 21, which did not cause the customer's blood glucose to exceed 500 mg/dl, indicating no adverse impact on blood glucose levels. Insulin delivery was temporarily suspended due to the alarm condition, even though the pump was within the validated operating altitude range. Technical support advised the customer to clean the speaker holes and reconnect the cartridge, but the customer was unable to complete troubleshooting and planned to call back for further assistance.